Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in (B)(4) of peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and dianeal unknown therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis which resulted in hospitalization on an unreported date. Treatment for the event and a hospital discharge date were not reported. At the time of this report, the patient was recovering from the event. On an unreported date, therapy with dianeal was withdrawn. The consumer did not provide an opinion of causality. The nurse declined to provide any information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h11d12038 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.